Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effects of death, hematoma and perforation of vessels are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch reported, additional information was received that indicated there were no cases of death in any of the departments at this account. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effects of vascular injury, hematoma and perforation of vessels are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B2 - outcomes attributed to ae updated from "death" to "other serious". H6 - health effect - impact code 1802 was removed and code 4614 was added. H1 - type of reportable event: updated from "death" to "serious injury". H11 - additional mfg narrative: revised.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B2: date of death estimated as (B)(6) 2024. B3: date of event estimated as (B)(6) 2024. D4 - a partial UDI was provided as the lot number is not known.

Event description:
It was reported this was a closure of the an unspecified vessel using a prostyle device after an interventional procedure. It was reported that the patient was found in a state of cardiac arrest the next morning after the interventional procedure. A CT scan revealed a large retroperitoneal hematoma. The patient died due to complications. "It's unknown if an autopsy had been performed to identify the cause of death, but there are multiple possible causes such as puncture of posterior wall, and it's certain that perclose is not the cause of the death". No additional information was provided at this time.